Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site.  Due to the unavailability of the device, engineering was unable to perform any visual inspections. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. In addition, no imagery was available for review. During manufacturing, multiple 100% visual inspection under magnification were performed during sapien 3 valve assembly. These 100% visual inspections are able to identify presence of any particles, free sutures, debris, on valves or inside jars.  After visual inspection completed, in process glutaraldehyde is changed out to rinse off any potential loose particulates and/or sutures in the jar or valves.  Prior to final packaging, 100% visual inspection was performed at preliminary packaging to ensure no foreign materials (e.g. Particulates, free sutures, debris) are on the valves and inside the jars, visible under  magnification. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event. A lot history review did not reveal any other complaints related to particulate contamination.  A review of the complaint history from february 2018 to january 2019 revealed other similar returned complaints for valve particulate, contamination.  A review of the complaint history revealed that the occurrence rate did not exceed the control limit for the trend category. A review of the instruction for use (IFU) and training manual revealed no deficiencies.  The reported event is an anticipated risk of the transcatheter valve procedure. A review of the risk management documentation was performed. The complaint for valve particulate, contamination could not be confirmed. No labeling/IFU deficiencies were identified during evaluation and a review of DHR and manufacturing mitigations also did not reveal any indications that a manufacturing non conformance as a source of the complaint. There is insufficient information to determine a root cause at this time. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective, preventative actions nor product risk assessment (pra) escalation are required.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported, during preparation, the 26mm sapein 3 valve was noted to have brown spots. New valve was replaced.